Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose (bg) and admitted to using multiple meal announcements as a correction; the user was advised not to stack meal announcements and to allow the pump¿s algorithm to correct, with blood glucose trending downward. Symptoms included hyperglycemia peaking at 255 mg/dl. Outcomes included self-management with device-driven correction and no alerts or alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device was operating as designed and that the hyperglycemia was associated with meal announcing to correct bg. It was concluded that no device failure occurred and that user education on appropriate correction methods was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.